Event description:
There was no patient involved in this event. This device malfunctioned because the pad device would not connect to (B)(4).

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 with the device passing an auto self test. Successful auto weekly self tests occurred and passed every week up to (B)(6) 2010. On (B)(6) 2010 the device fails a self test due to a low battery. The device records a temperature of sub zero degrees celsius. The device was left in fault mode until (B)(6) 2011. The device then passes weekly self tests until (B)(6) 2012. The reported problem was not found. The device connected to (B)(4) several times during testing. The low battery warning occurred because the device was exposed to extremely low temperatures. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.